Event description:
Drug/diluent: ropivacaine 0.2. Fill volume: 500 ml/hr. Flow rate: 6.0 ml. Procedure: foot arch. Cathplace: left sciatica nerve. Customer reported a cb004 pump infused too quickly. Nurse later followed up with patient's mother who stated she may have pulled the pump off too early as it still had some medication in it. Customer stated that the patient had surgery on (B)(6) 2012, for left club foot repair with catheter placed at left sciatica nerve. Pump was lot 0200635384, 400ml pump filled to 500 with 0.2% ropivacaine. Pump was started (B)(6) at 2:00pm at 6ml/hr. Patients mother called in to report that the pump seemed empty on (B)(6) at 4:00pm at which time the pump was pulled. The patient's mother also reported the drug had been leaking from incision site. No medical intervention or injury/ illness.

Manufacturer narrative:
Method: the device used was received from the end user for inspection and evaluation. Results: device evaluation anticipated, but not yet begun. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.